Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the cable insulation was damaged and that the programmer head failed uplink tests and therefore the head's cable was replaced. (B)(4).

Event description:
It was reported that the programmer's universal serial bus (usb) was "very very" slow. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that both the programmer and the radiofrequency programmer head, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.